Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic with their right ventricular lead exhibiting high impedance and high capture threshold. Programming changes were made. The patient was stable and would continue to be monitored.